Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 for infection, approximately one month after the first surgery. The surgeon explanted stem size 14, centered glenosphere, post extension, 135/145° ø40+3 cup, two locking screw, two screw and glenoid baseplate. The surgeon implanted stem size 14, centered glenosphere, post extension, ø40+9cup, two locking screw, two screw and glenoid baseplate.